Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, bolus delivery, and the load process. It was reported that the customer's blood glucose level was 276 mg/dl. Customer indicated manual insulin injections would be obtained for diabetes management.